Event description:
It was reported that the flange on the left side of the trach was torn while performing trach care. There was unknown patient harm or adverse events reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 9617604-2025-00168-00. The date of that submission was 3-mar-2025. One sample of an unknown part and lot number was inspected. It was reported that the care provider noticed that the flange on the left side of the trach was torn while performing trach care. Inspection showed device had rounded cut that was not completely through the flange loop. The reported defect was observed. Based on the geometry of the cut (clean/straight), the complaint device was used against the instructions in device instructions for use. Based on this information, the defect is observed but cannot be attributed to the manufacturing process.